Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure the implant was successfully deployed; however, upon inspection of the device outside the patient, the needle tip broke off when it was touched. A cystoscopy was performed and confirmed that no needle fragment was left in the patient and no patient harm or injury was reported. Investigation of the returned device on 20 dec 2023, confirmed that approximately 1mm of needle tip was broken but was included with the returned device, and the entire length of the needle was accounted for.